Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 28-apr-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device returned to MFR? No. Mfg date: 19-dec-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), possible perforation was noted. The ipg remains in use. No further patient complications have been reported as a result of this event.